Manufacturer narrative:
A complete investigation was not able to be performed as no product code, lot number or sample was provided. Per the study, endovascular approach for the treatment of bilateral haas that minimizes the risk of ischemic complications by preserving pelvic circulation.

Event description:
Received an article titled "preservation of pelvic circulation in one stage endovascular repair of bilateral hypogastric artery aneurysms" published in the annals of vascular surgery. The article reported a case of one stage endovascular repair of bilateral haas preserving pelvic circulation. Per the article adverse events included endoleaks.